Event description:
Customer reported the system was alarming and not booting up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was re-strapped. The system was then found to be operating as intended.